Event description:
It was reported that there was a periprosthetic joint infection. Revised in two stages.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethelyne 12. Other devices listed in this report: cat. No.: unk, unknown nrg femur #8, lot code: unk. Cat. No.: unk, unknown tibial tray #7, lot code: unk. Cat. No.: unk, unknown patella #7, lot code: unk . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.